Event description:
Literature was reviewed regarding device related endocarditis. The authors described a patient who presented to the hospital with a report of persistent fever, along with inspiratory chest pain localized in the left hemithorax, dyspnea, and a worsening cough. A chest radiograph displayed left basal consolidation indicative of an active infection, confirmed by subsequent chest computed tomography. A transesophageal echocardiography (tee) was performed, which confirmed endocarditis-related vegetations on the leads in the right heart chambers which had resulted in severe tricuspid regurgitation. An extraction procedure was performed for the leads in which one of the leads had "ruptured" and a second lead was added which later exhibited an unknown malfunction. The status of the device and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: first-in-human surgical extravascular-ICD implantation suturing the defibrillation lead to the heart wall post d evice-related endocarditis. Journal of the american college of cardiology: case reports. 2024; 29:102424. Doi: 10.1016/j.jaccas.2024.102424. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.